Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and was in emergency room as a result of high blood glucose level. The customer¿s blood glucose level were 800 mg/dl, 532 mg/dl, 400 mg/dl, 415 mg/dl, 456 mg/dl, 449 mg/dl and 444 mg/dl. Customer had symptoms like nausea, headache and dizziness. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.